Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and could not charge the pump battery. The cable was replaced to resolve the issue. There was no reported adverse impact to customer's blood glucose.